Event description:
It was reported that the patient was experiencing low speed advisories down to 5000 rpm. Log file analysis confirmed low speed operations on (B)(6) 2022 while connected to the mobile power unit (mpu). This appeared to be related to a percutaneous lead short to shield issue. There was also a no external power event on (B)(6) 2022 as a result of the patient simultaneously disconnecting power from both controller leads.

Event description:
The patient's plan of care was to stay on the ungrounded cable since they were a poor surgical candidate due to right ventricular dysfunction and poor kidneys. It was reported that the patient's right heart failure and poor kidneys were developed post implant and were likely due to heart failure progression and bad diabetes. The patient was considering a high risk pump exchange but is currently at home on the ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events. Based on prior complaint experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported right ventricle (rv) dysfunction and renal dysfunction could not conclusively be established through this evaluation. The submitted log file captured transient low speed events on (B)(6) 2022 and (B)(6) 2022 with associated low speed advisory alarms. The associated voltage levels indicated that the low speed events occurred when the system was powered by a mobile power unit (mpu). It was reported the patient had a previous driveline repair (reference MFR # 2916596-2019-03488) and would stay on an ungrounded patient cable. The patient was a poor surgical candidate due to rv dysfunction and poor kidneys. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the patient¿s original driveline, serial number (B)(6) and the repaired external driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. B and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.